Manufacturer narrative:
Product not yet returned for eval. (B)(4).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: user has low glucose value.

Event description:
Consumer complaint of blood result reading of "lo". Last tests in memory: 119mg/dl, 55mg/dl, "lo", 152mg/dl, 92mg/dl, 80mg/dl. Customer normally reads between 86-89mg/dl. No adverse event reported.

Event description:
Consumer complaint of blood result reading of "lo". Last tests in memory: 119mg/dl, 55mg/dl, "lo", 152mg/dl, 92mg/dl, 80mg/dl. Customer normally reads between 86-89mg/dl. No adverse event reported.